Event description:
During a pneumonectomy procedure, the instrument was difficult to open after firing. The surggeon resected the instrument off. The hosp has reported that the pt's status is satisfactory.